Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: robotic laparoscopic ivor lewis esophagectomy with gastric and celiac lymphadenectomy and mesenteric peritoneum biopsy. Event description: the damaged equipment was noted after it was used twice during the case. Additional information received via email at 2:51 pm from user facility on (B)(6) 2017: "the equipment comes with two pieces. The purple topped, obturator has a pointed end. The tip of the obturator was broken in a jagged manner. The entire tip of the obturator is missing. The obturator was used twice during the procedure. The equipment was not noted to be broken until after the abdominal portion of the procedure was completed." "The tip of the obturator is unevenly fractured off." "We believe that the equipment was damaged post usage in the patient." Patient status: it was reported that there is no known patient injury or illness associated with the complaint event.

Manufacturer narrative:
The event product was not returned to applied medical for evaluation, only photographs of the unit were received. Based on the photographs, engineering was able to confirm the complainant's experience of a fractured obturator tip. Based on the jagged edge at the fracture site, the tip appears to have been broken in a brittle manner. It is likely that the obturator tip was damaged due to the material being exposed to moisture during the injection molding process. If material with high moisture content is used, the material could degrade and the obturator tip could potentially be more prone to brittle fractures. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.